Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-00537. The patient was implanted with an scs system including an ipg and surgical lead on (B)(6) 2010. It was reported that one of his programs provides no stimulation while the other only provides partial therapy coverage. An appointment will be scheduled for reprogramming. No further information is available.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.